Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet pump, describing the pump as too aggressive and noting a blood glucose nadir of 40 mg/dl that required treatment with oral glucose before returning to 122 mg/dl; the user has gastroparesis and requested guidance on adjustments, and the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.